Event description:
Customer reported unit will not power on. They have replaced batteries with new supply. No other physical damage was reported by customer. No patient incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Evaluation of the returned unit found corrosion due to battery leakage on a flat contact inside the battery compartment. Unit did not power up with new batteries. Unit powers up when using a 9v adapter or an external power supply and passes all functional tests. Note instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).